Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On august 5th, 2025 getinge became aware of an issue with the 88-series washer disinfector with the model name: 88-5. As it was stated, the washer disinfector has excessive water leakage and smoke inside the chamber. It was determined that the leak was coming from the hose, which prevented water from rising to the chamber. Consequently, the chamber heaters were activated without being submerged, leading to dry operation. This caused smoking when running dry and shorting out, producing excessive smoke inside the chamber. This resulted in overheating, producing excessive smoke inside the chamber. So far, we have not been informed about any serious injury as a consequence of reported issue, however we decided to report the issue in abundance of caution and based on the potential for serious injury if the situation was to reoccur.

Manufacturer narrative:
Getinge became aware an issue involving the 88-series washer disinfector model 88-5. No UDI is available for the affected device with catalog number 88-303-ctom, since UDI was not required when the device was manufactured in 2015. During an on-site inspection, a technician observed excessive water leakage and smoke inside the chamber. The leak originated from a hose, preventing adequate water level in the chamber. As it was confirmed, the clinic experienced low water pressure during early morning hours. Due to insufficient water coverage, the heating elements overheated, generating smoke and causing damage to nearby wiring and components. Additionally, the low circulation pressure alarm threshold had been reduced from the default 20 kpa to 5 kpa. This prevented the alarm from triggering under low-pressure conditions, allowing the unit to continue operating without adequate water. As a result, the system operated outside the acceptable pressure range, leading to insufficient water circulation. Opening the chamber door triggered the facility¿s fire alarm, and a temporary evacuation was conducted. No flames were observed, and no medical intervention was required. The most probable cause of the event is a combination of insufficient incoming water pressure, which is attributed to the user¿s operational context, and design-related issue that permits incorrect setting of a critical safety parameter. The reason for changing the alarm threshold is unknown; however, it is suspected that it was modified by clinic personnel. Getinge initiated further corrective activities under the corrective and preventive action process related to this issue, and is performing further actions under the related field action (FDA recall number: z-0016-2026).

Event description:
Manufacturer's reference number: (B)(4).